Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use the blue lumen ruptured. It was further reported that the device was removed a few days later and another device was placed. There was no reported patient injury.

Event description:
It was reported that during use the blue lumen ruptured. It was further reported that the device was removed a few days later and another device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the DHR review is not available since no product lot number was provided by the complainant. Investigation summary: the sample returned for evaluation was one 10 french triple-lumen hickman catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. A split was observed in the blue-luered extension leg, just proximal to the trifurcation. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). Therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate